Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site and pocket heating whether the stimulation was on or off. It was reported the pocket heating was not related to recharging the ipg. The patient reported the issue started about 3 months prior. The patient had turned the system off for a month. Follow up identified the sjm had reprogrammed the system to attempt to alleviate the issue.